Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the coupling tool side was not functioning and was defective on the reciprocating saw attachment device. It was further determined that during operation, a black oily fluid came out and the device made an unusual sound. It was further determined that the header blade locking mechanism was wedged. It was further determined that the device failed pretest for check the saw blade coupling and marking and labeling. It was noted in the service order that the device did not work while in use with the electric pen drive device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.